Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the corrected patient ID updated. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have a melted appearance, indicating contact with cauterizing instrumentation. A separation is noted in the reservoir strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striations, indicating contact with sharp instrumentation. No functional abnormalities were noted with the pump or cylinder 2. The information received indicated the device had a malfunction, but because no functional abnormalities were noted with the returned components, the reported complaint cannot be confirmed. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the bladder of cylinder 1 and reservoir strain relief occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - possible microtear. (Patient used one time; no fluid in reservoir).